Event description:
Additional info received from the MFR on 01/13/1999: the panametrics panadry hygrometer was not reconfigured at the hospital for the correct alarm set point pertinent to the specific needs of the hospital refrigerant air dryer. The hygrometer is configured with a preset factory alarm set point which may be changed at the customer site to pertain to the specific needs of their application. Currently, the hygrometer is functioning properly and the correct alarm set point has been set by hospital personnel.